Event description:
It was reported that during the surgery, could not fire. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 2/26/2026. D4: batch # 194d52. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the sr55 reload was received along with an opened packaging with the left gripping surface damaged making the reload nonfunctional and it had 1 proximal driver up with the swing tab in the locked position. In addition scratches were noted on the reload pan component. No functional test was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 194d52, and no non-conformances were identified.